Event description:
Patient has been a user of the freestyle libre 3+ for about 3 months. She ordered a box of six sensors and two of them she had issues with. The sensors are supposed to last up to 15 days and the first sensor became detached after only two days. The second sensor gave her a false low blood sugar reading, alerting her that she had low blood sugar. She started to have symptoms of being drowsy and anxious sweats after drinking juice to raise her sugar up. When she returned to her residence, she decided to use her finger prick device to double check her readings. Her blood sugar was in the high 200's which was the total opposite of the warning. She called abbott and they were reluctant to give her any replacements but did so after complaint. She now doesn't use libre 3+ in fear that the readings won't be accurate. Patient codes: 1905, 2452; 4850. Device codes: 2460, 4043. Reference report#: mw5184556.